Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. Pump history was download successfully. Unit function properly during testing. No alarm during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with cracked keypad overlay. Unit passed required testing. Damage-moisture not confirmed and no current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose (hypoglycemia), high blood glucose (hyperglycemia), the pump being exposed to moisture, and experiencing issues with the alarms of the pump. Also, the customer reported it was not giving an alert before low. The customer reported a blood glucose value of 60 mg/dl. The event involved products mmt-7040a and mmt-1884l. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.